Event description:
It was reported that high capture threshold was observed on the lead and sensing had decreased. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.